Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.this also serves as a correction report. Section d4 (model no) was missing in the initial report. Correction has been made.

Event description:
The customer reported an unspecified error message with the adc freestyle libre sensor, and was subsequently unable to monitor blood glucose. The customer experienced symptoms of sweating and loss of consciousness, and was given glucagen injection by a third-party. Paramedics were called, and additional treatment of 2 g30 glucose ampules, orange juice, and food was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified error message with the adc freestyle libre sensor, and was subsequently unable to monitor blood glucose. The customer experienced symptoms of sweating and loss of consciousness, and was given glucagen injection by a third-party. Paramedics were called, and additional treatment of 2 g30 glucose ampules, orange juice, and food was provided. There was no report of death or permanent injury associated with this event.